Manufacturer narrative:
.

Event description:
On (B)(6) 2013, a physician reported observing a pattern in which multiple vns patients had batteries that were one-third to one-half full on prior visits and then empty on follow up visits. The physician believed that the software is overestimating battery life. Follow-up was unsuccessful in obtaining patient information as the nurse practitioners did not remember which patients were involved. The nurse practitioners stated that because some patients live far from the clinic, the patients are titrated quickly (within a week of implant) to 1 ma output current, 30 seconds on time, and 3 minutes off time. When patients follow-up within 6 months to a year later, or potentially longer, patients are ramped up to a 51 percent duty cycle and from an output current of 1.5 ma to 2ma. The pulse generator battery is expected to deplete at a faster rate when programmed to higher duty cycles.